Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 400mg/dl. The customer treated with manual injection. Customer indicated that their current blood glucose value was 232 mg/dl at the time of the call. Customer declined to check any pump settings or for air bubbles or leaks. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.